Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims he was using the heating pad by wrapping it around his lower leg and wrapping a towel over it to hold it in place. He fell asleep and when he awoke he found burns to his leg.